Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had received hardware low level failure. Customer's blood glucose was 125 mg/dl at the time of incident. Customer stated that they were able to successfully clear the alarm. Customer stated that the error occurred again three times. The insulin pump will be returned for analysis.